Manufacturer narrative:
The svc rep ordered and replaced generator driver pcb. No error upon boot up, system tests satisfactory at this time.

Event description:
The customer reported a hv generator error on boot up, will not fluoro. Unable to do pain mgt cases. No pt injury was reported.